Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip tip. A piece approximately 2.54mm x 6.61 mm was found to be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the tip of the maryland bipolar forceps instrument broke requiring replacement. Following removal, the reported issue was verified. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the damage to the instrument tip was confirmed to be a missing or detached component/fragment. There was no report or observation of fragments falling from the device while in use within the patient. Photographic images of the device were provided for further review.

Manufacturer narrative:
An image was provided for review and confirmed the broken instrument tip. The image reveals a fragment broken off/detached from the distal end tip. At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.